Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. Customer support provided assistance by giving pump reset information and helped the caller to reset the device.